Event description:
Lap chole - "surgeon used the 5mm clip applier through the subzyphoid 11mm ethicon bladed port. He placed 3 clips on the duct that closed properly. When he placed the clips on a small vessel, he loaded it each time then closed 3 clips that scissored on the vessel. They were loosely closed and slide up and down the vessel when pushed with grasper. He removed clip and fired it outside the patient a few times then reinserted the clip and loaded and fired clip applier resulting in clips that closed properly."

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report will be reviewed by engineering in order to further investigate this incident and a follow-up report will be sent upon completion of the evaluation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.